Event description:
It was reported that during the laparoscopic appendectomy procedure that a device was used successfully on a laparoscopic appendectomy. After being removed from the trocar, the scrub tech tried to prepare the stapler to be used again but he could not open the stapler. After attempting to open the jaws of the device unsuccessfully several times, a new device was opened and used to complete the procedure. After the case, the scrub tech successfully opened the jaws of the initial device. The surgery was delayed by five minutes. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # 424c73. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 424c73, and no non-conformances were identified. `